Event description:
It was reported that during pre-dilatation in the mildly calcified left anterior descending artery, a 2.0x12 rx mini trek balloon was inflated to 12 atmospheres and then inflation pressure decreased. The device was withdrawn from the anatomy and pinholes were observed on the balloon. Pre-dilatation was performed using another same device. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the device was not prepped per the instruction for use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the device instructions for use instruct the user to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating.

Manufacturer narrative:
(B)(4). Incorrect preparation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.